Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection showed the ligature marks approx. 34 cm distal to the is4 connector pin. Abrasion marks were found along the lead body. Further inspection revealed conductor coil fractures approx. 36 cm and 38 cm distal to the is4 connector pin. At these positions, all conductor cables were found fractured. These findings can be considered as the root cause for the clinical observations mentioned in the complaint description. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, cuts in the insulation were observed which occurred most likely during the explantation procedure. Blood penetrated the lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 18 months lead impedance over 3000 ohms in all pacing configurations and elevated threshold measurements over 5v were reported. The lead was removed and replaced.